Event description:
Boston scientific received information that the boston scientific company representative provided an lv1 lead incorrectly instead of an is1 bipolar lead. The physician removed the lv1 lead and replaced it with an is1 lead. The lead broke apart upon extraction and a tip of the lead remained in the patient's venous structure. It was not reported if the remaining tip of the lead was extracted. This lead was returned for analysis. The additional adverse patient effect reported was that the procedure was extended. Additional information received confirming that a part of the lead still remained in patient's venous structure. No revision was done to extract the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments. The conductor coil was extremely stretched and the lead conductors have been fractured. The insulation has been torn apart due to having pulled with force. It was noted that the tip electrode rings, both drug collars and the tip insulation were missing and were not received in the laboratory. The allegation against the lead was confirmed.